Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had a loose component with a leak. The following information was provided by the initial reporter: pt's mother rang out and stated she noticed water on the sheet under the patient's IV line. I examined the tubing and connection. Leak appeared to be coming from the cap. Cap and tubing changed. Small drops of water continued to come out after tubing and cap were changed. Second rn assisted and it was determined to be the part of the cap where the IV tubing connects. Cap changed again. Leaking stopped. Caps with this affected lot number were removed from med room. Mz1000-07, 25105306.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.